Manufacturer narrative:
The sodium electrode lot number is m1610. The field service engineer (fse) noted that the customer does not replace the ion-selective electrode (ise) measuring electrodes according to specifications. He then replaced the electrodes. Product labeling states: "every two months maintenance - perform this maintenance tasks at least every two months. In this section replacing ise measuring electrodes (cl, k, na) (312) you must replace an ise measuring electrode in the following cases: ¿ the electrode has been in use more than two months. ¿ the test count has reached 9000 tests. ¿ the slope value of the electrode falls outside of the normal range. This is indicated by the data alarms prep.e or slop.e." The investigation determined that the customer used expired electrodes. (Reference electrode lot p25 has an expiration date of 09-apr-2022). Product labeling states: "if the remaining volume of an ise reagent is low or the expiration date has expired, you must replace it. When replacing the ise reagent ise is or ise ref, you must perform a reagent prime. Before starting operation, you must calibrate the ise measuring system for all replaced ise reagents." The investigation determined that daily calibration was not performed. Product labeling states: "ise indirect na-k-cl for gen.2 calibration frequency full calibration every 24 hours after ise cleaning and maintenance after changing any reagent bottle after replacing any electrode as required following quality control procedures." The investigation determined that the issue was caused by expired and uncalibrated electrodes.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 for one patient sample tested on a cobas 4000 c311 stand alone system. The initial result was reported outside of the laboratory. The initial result was 198 mmol/l. The first repeat result was 141 mmol/l. The second repeat result was 141 mmol/l. This repeat result validated the result. The sodium electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.